Event description:
While pretesting it was reported the cardiosave intraaortic balloon pump (iabp) had a screen issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) verified the black spot after receiving a text picture from biomed. The fse arrived at the facility and replaced the display. The fse then completed the display and touchscreen tests in the diagnostics. The display worked properly with no spots or issues. The fse completed the diagnostic, performance, and safety tests. The iabp was approved for clinical use and returned to the department. The following was performed by the technician of the maquet failure analysis and testing (fat) department (B)(6). The failure analysis and testing department received the following part associated with this complaint: display top lcd this part was received with a reported unit failure message of spot-on bottom display. Performed visual inspection of this part received and part looks to be in condition. Installed the display top lcd into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure and observed black spot-on display bottom right hand corner. Display top lcd failed testing. Sending display top lcd to supplier for failure analysis as per procedure.

Event description:
While pretesting it was reported the cardiosave intraaortic balloon pump (iabp) had a black spot on the display. There was no patient involvement.